Event description:
After reinfusion, the female end of the tubing could not be disconnected from the return line at end of the procedure. It had to be disconnected from access to the patient by the angio catheter.